Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant evo stent graft was implanted in the patient for an unknown endovascular treatment. It was reported the corelab identified a type ia endoleak on fu imaging taken approx. 2.5 years post procedure. Iliac lengthening and changes to the aortic bifurcation anatomy were also reported with no signs of migration noted. No additional clinical sequalae were reported and the patient will be monitored.